Event description:
An old style ejector was received as a repair. The footplate was broken off, and discussion with hosp personnel revealed that this incident occurred while the instrument was being used on a pt. The broken part was retrieved, and the surgery completed without further incident.